Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during a dilation procedure performed on (B)(6) 2023. During the preparation, when inflating the balloon, a small hole was noticed. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications have been reported due to this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated prior to the procedure.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is: (B)(6). Block h6: imdrf device code a150103 captures the reportable event of a balloon pinhole in the esophagus.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is: (B)(6) hospital. Block h2 (additional information): block b5 has been updated based on the additional information received on may 8, 2024. Block h6: imdrf device code a150103 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during a dilation procedure performed on (B)(6) 2023. During the preparation, when inflating the balloon, a small hole was noticed. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications have been reported due to this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated prior to the procedure. Additional information received on may 8, 2024: balloon inflated to 3 atm's and was noted to use all the water in syringe. Balloon deflated and moved to stomach to check inflation and when began to inflate, water noted to be leaking out around balloon.